Event description:
The nurse noticed some air in the patient's IV tubing past the pump sensor. She further inspected the IV line and found that the IV tubing itself had a leak in it. She removed the tubing and replaced it with the same type of IV tubing. There was no patient harm and no change in the patient's medical plan of care.the tubing was saved and sent to biomed for inspection. Biomed confirmed that there was a small slit in the tubing. Biomed also checked the IV large volume infuser and noted that it was functioning correctly. Because of the small size of the air bubbles, they were able to pass by the sensor without being detected. Once past the sensor, the air bubbles collected to form a noticeable size collection of air in the IV tubing itself. When the tubing was first hung, the rn did not notice any defects and no leaking was noticed. There were no rips/tears/cuts in the packaging before the rn opened the IV tubing. The packaging for this device was not saved; however, the defective tubing was returned to the manufacturer. Staff reports they have not had this problem in the past and no other staff report having similar problems at present.